Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -04.00/+1.0/008 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to the wrong lens was calculated. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The patient is happy. The cause of the event was due to poorly determined initial refraction.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: d9: 12/15/2022. H3: product evaluation: returned product evaluation found the lens returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim (B)(4).

Manufacturer narrative:
Corrected data: d4: unique identifier number- (B)(4). Claim# (B)(4).